Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes. The right ventricular lead exhibited an increase in capture thresholds, decreased sensing and low pacing impedances. The patient came to the clinic on (B)(6) 2019 and noise could be reproduced with isometrics. Patient was asymptomatic to the event. No intervention was performed.

Event description:
New information noted that the ventricular lead was capped and replaced on (B)(6) 2019 due to the ongoing noise, capture, sensing issues. The patient was in stable condition.